Event description:
Zynomedical administration set b2-70072-f filters have leaked chemotherapy from the filter 4 times in 2 week period at our practice leading to chemo spillage and product wastage. FDA safety report ID# (B)(4).